Manufacturer narrative:
According to the information alleged by the customer and as set out in the medical opinion based on literature reports and common clinical practice, there is no evidence of contradiction between the reported radiological findings and the obtained bilirubin results within the normal range of expected values (even confirmed by competitor results). The investigation did not identify a product problem. The root cause was due to the patient's condition.

Manufacturer narrative:
The bilt3 reagent expiration date was not provided. The c502 module serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 1 patient sample tested with bilirubin total gen.3 (bilt3) assay on a cobas 8000 cobas c502 module not matching the patient's clinical examination. The patient had several bilt3 results ranging between 0.24 mg/dl and 0.34 mg/dl and were considered within the normal range of a healthy person. The patient was tested in another laboratory with a competitor's (abbott architect) method resulting in a bilirubin value of 0.2 mg/dl which was also considered within the normal range. The patient had a sonographic and radiological examination of an enlargement of both the intrahepatic and the extrahepatic bile duct system in the sense that a bile reflux was detected. The bilt3 results were reported outside the laboratory and the customer questioned whether the bilt3 results could be used to diagnose bile reflux.